Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, while being applied on the anastomosis of stomach conduit to distal esophagus, the devices were difficult or unable to load, wherein the stapler would not mate to the 2nd device. After several attempts to mate the devices, the surgeon replaced the stapler with a new stapler, but left the same 2nd device in place. The surgeon was able to get the second stapler to mate with the original 2nd device and completed the anastomosis. There was no patient injury.